Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 235cc gel breast prostheses was dissatisfied with the outcome of her procedure. The patient was not happy with the size of her breasts. As a result, the patient underwent bilateral explantation and replacement with allergan breast prostheses on an unknown date. This medwatch report is for the patient¿s left breast prosthesis.